Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device readings shows 3 to 4% difference on sphb values by comparing its results with abg blood analysis. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review was performed and confirms this device was in the field for more than two (2) years with no reported issues related to this reported event.